Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer called for help on completing the load process. Customer state that they did not know how to proceed from the fill tubing step . Customer stated they forgot to wear the pump when he went to sleep. Customers blood glucose (bg) levels were 276 mg/dl. Customer reconnect to the pump to address high bgs. Tandem technical support instructed customer through fill tubing and replacing site. Customer successfully resumed insulin.